Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for transcatheter aortic valve implantation procedure (tavi) procedure using a large felxnav delivery system. During procedure, the patient had right bundle branch block (rbbb) and the valve was successfully implanted at a depth of 5mm/7mm. On the following day, the patient received a permanent pacemaker. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.